Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An unknown zimmer implant was not returned as it remained in the patient. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using their tsv product family (IFU/rmf). No per was provided by the customer. No pre-existing conditions were noted, the patient had unknown bone density. The reported device was used on unknown teeth for an unknown duration. The customer did not provide any pictures or x-rays. DHR reviews could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted for the unknown zimmer implants. However, a complaint history review by item number was conducted for all tsv implants dating back to 12 months from now. The complaint history review revealed that there are no existing nonconformances/ CAPA/hhe/d/ie/product holds for the reported device related to the reported event. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or devices (unknown zimmer implant). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable for both reported devices. A definitive cause could not be identified.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier: not provided. Age: not provided. Patient weight: not provided. Event date: not provided. Device catalog/ lot number: not provided. Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported a zimmer dental implant fractured at shoulder. The implant remains implanted at the time of this report.